Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced a low blood glucose of 41 mg/dl. The caller originally reported about sensor issues: the sensor glucose was 88 mg/dl and the blood glucose was 41 mg/dl. The customer was not on the call, so no products were shipped or returned.